Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty deploying infusion sets when first using the ilet, resulting in multiple unsuccessful insertions and the need for replacement infusion sets and cartridges, with no device alerts or alarms reported. Symptoms included no injury or adverse clinical effects. Outcomes included supply replacement and user-reported resolution after gaining proficiency with insertion. Investigation included customer care review of user feedback and case handling for infusion set deployment technique. Investigation of this case revealed user handling and insertion technique issues consistent with incorrect infusion set deployment or connector attachment, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique error.